Event description:
The device was reported to be pacing and sensing inappropriately. The physician was unsure if this was a lead or device issue, and elected to replace the existing system. The device was explanted and the lead capped.